Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter (mother) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred ¿(B)(6)¿, and claimed that the patient obtained a result of 280mg/dl on the subject meter compared to a result of ¿179mg/dl¿ obtained on another meter (freestyle optium). The two tests were performed less than 30 minutes apart. The patient manages her diabetes by self-adjusting insulin doses and denied making any changes to her usual diabetes management routine as a result of the alleged meter issue. The reporter denied that the patient developed any symptoms. However, on (B)(6) 2015 the reporter detailed that they received telephone advice from a health care professional (hcp) to increase her lantus medication from 12 to 12.5 units. During troubleshooting the cca noted that the correct testing steps were used during testing, the meter was set to the correct unit of measure and an approved sample site was used. Cca also noted that the test strips were stored correctly and not expired and that the test vial was intact. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.